Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the patient has nasogastric tube to low-intermittent suction. Patient's ng tube was clamped following liquid po tylenol administration. Ng tube was clamped using "salem sump anti-reflux valve" piece. When disconnecting piece from ng tube to return to suction, white part of "salem sump anti-reflux valve" broke and became lodged into ng tube, completely blocking tube. Piece was able to be removed after 15min of attempting to dislodge piece. Ng returned to lis without any further issue following removal.